Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow-up visit experiencing diaphragmatic stimulation. It was noted that the left ventricular (lv) lead exhibited phrenic nerve stimulation. Both the right atrial (ra) and right ventricular (rv) leads exhibited lead malfunction. All the ra, rv and lv leads were explanted due to venous occlusion and was replaced while the lv lead was replaced with a left bundle area pacing (lbap) lead. There were no patient consequences.